Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) of 26 mmol/l with extreme thirst, nausea, shortness of breath, chest pain, feeling ¿sick¿ and a moderate level of ketones associated with an alleged no power issue. The patient also reported that their pump switched off during the night which lead their bg level and symptoms. Reportedly, the patient continued pump therapy, was admitted to a hospital and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that there was no power in the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia an alleged power issue with the pump.